Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken belt clip slot, and minor scratched lcd window.

Event description:
It was reported the customer had a crack on their insulin pump. The customer's blood glucose was unknown at the time of the call. Customer also stated there were scratches on their insulin pump's screen. It was also found the customer had a big chunk missing from their battery compartment. The customer could not recall how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.